Manufacturer narrative:
The product is currently on legal hold due to litigation and cannot be analyzed by the post market quality assurance laboratory. If legal clearance is received the device will be analyzed and the event updated. This device is included in the following advisory populations: renewal 3 & 4 microswitch population communicated on (B)(6) 2005, subpectoral implants communicated on (B)(6) 2006 and mid-life display of replacement indicators communicated on (B)(6) 2007. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. The device was put through and passed testing that verified the performance of pacing, sensing and shocking functions of the device. The recorded pacing and shock impedance measurements were normal.

Event description:
Boston scientific crm received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) which is included in this advisory population retained legal counsel and plans to file a lawsuit. There were no specific allegations against device malfunction. New information received indicates that this device declared elective replacement indicator (eri) prematurely due to long charge times. The health care professional expressed dissatisfaction regarding this. The patient recently contacted our warranty department to discuss reimbursement for out of pocket medical expenses associated with device replacement.